Manufacturer narrative:
The concentrator was returned to invacare for an evaluation, which was completed on 06/07/2019. It was confirmed that the tubing from the sieve beds to the pe valve and product tank were darkened. Additionally, the regulator/adapter on the product tank failed due to an overheating event from the tubing, causing it to crack and break. Pieces of the regulator were found in the base of the concentrator. Based on the new information discovered during the return evaluation, which indicates that the product tank experienced an over-pressurization event, this incident is being reported to the FDA out of an abundance of caution. This failure mode has been previously identified and investigated. The investigation activities concluded that the failure is unlikely to occur when the system is operating under normal conditions or a single fault condition. Rather, the system likely has to experience multiple faults to result in the failure observed. Even though the failure is unlikely to occur, components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates.

Event description:
An independent repair center reported that they received an irc5po2v concentrator that had evidence of sparking/melting on the pe valve and the tubing connected to the pe valve. They did not have any further information, since they are only responsible for the repair of the device.